Manufacturer narrative:
Analysis found the unit unable to vibrate due to broken vibrator black wire. However, there was no air bubbles anomaly or excessive no delivery alarm noted. However, the unit passed rewind, basic occlusion, occlusion, prime and displacement tests. The unit programmed multiple bolus deliveries and all registered properly in the bolus history. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email that the insulin pump keeps forming air bubbles and had excessive no delivery alarm. The customer's blood glucose was 123 mg/dl at the time of incident. The customer stated the insulin pump does not record bolus in history. Troubleshooting was not resolve the issue. The device will be returned for analysis.